Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated she fell twice in the last 6 weeks and doesn't feel stimulation unless the amplitude is turned extremely high, around 7.0 v for her to start feeling anything. Symptoms have returned. Patient has two sacral implants, and it¿s the right side which has high amplitude before feeling stim. Patient has a follow up visit on (B)(6) with physician. No further complications were reported or are anticipated.